Manufacturer narrative:
The insertion post (including screw) is broken. The implant needed to b explanted in the same surgery. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
The insertion post is broken. The implant needed to b explanted in the same surgery.